Manufacturer narrative:
G1: manufacturer contact facility name: shirakawa olympus co., ltd. The device was returned and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional relevant information becomes available.

Event description:
The customer reported that the high definition 3cmos autoclavable camera head video connector was broken and had multiple cuts on the video cable. The issue was found during receipt inspection. The scheduled diagnostic procedure was completed using the same equipment. There were no reports of patient harm.

Event description:
This supplemental report was submitted to provide the results of the investigation.

Manufacturer narrative:
Updated fields: b3, d8, d9, g1, g3, h2, h3, h4, h6 and h10. The returned device was evaluated, and the user's request of a ¿video connector is broken and multi cut on video cable¿ was confirmed. Due to a damaged cable and video connector, there is no image from the device. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause cannot be identified. However, the cause of the reported event is potentially due to component failure, which is expected or random component failure without any design or manufacturing issue. Based on the investigation, no nonconformances were found related to this complaint. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: never use the camera head on a patient if an irregularity is observed. Olympus will continue to monitor field performance for this device.